Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service, adjusted the reagent probe 1 and the sample probe heights and realigned the sample dilution probe. The cse replaced a screw, which was an incorrect length, causing one side of one of the dilution tray segments to not seat properly. The cse ran quality controls (qc), which were within the acceptable range. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same and an alternate advia 1800 instrument with higher results. The repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.